Event description:
A report was received that the patient's ipg was depleting quickly following a recent non device related spine surgery in which electrocautery may have been used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual,electrical and photographic imaging tests performed. The complaint was verified. The ipg battery was depleting prematurely due to aic-u1 damage. Exposing analog ic to high-electromagnetic or voltage transient can cause this type of failure.

Event description:
A report was received that the patient's ipg was depleting quickly following a recent non device related spine surgery in which electrocautery may have been used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure and was reportedly doing well. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).